Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test failed, however the voltage test failure does not confirm the complaint of inaccuracies. No share log data was available. The problem could not be confirmed because the transmitter has no share log data available. Root cause could not be determined because the device has no voltage.